Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated an erroneous creatinine result. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a thread stuck on the face of the detector and upgraded the stirrer motor.